Manufacturer narrative:
(B)(4). Date of patient death was not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cardiac failure coincident with peritoneal dialysis therapy, and the patient subsequently passed away. It was not reported if the patient was hospitalized due to the cardiac failure. Treatment details and cause of the event were not reported. On an unknown date, the patient experienced cardiac arrest and was taken to the hospital. Cause of the cardiac arrest and treatment details and were not reported. The cause of death was reported as cardiac failure and cardiac arrest. It was not reported if an autopsy was performed. Dianeal therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.